Manufacturer narrative:
Trackwise # (B)(4). The device was said to have returned to the factory for evaluation on 11dec2020. After opening the returned package, there was no device in the package. The box did not have the device inside and was found empty. Wayne dcu sent an email to the account manager regarding the missing device. The account manager responded stating "device was discarded". The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint "break". The DHR shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The DHR shop floor paperwork is available for review as an attachment to the record. The lot # 25153404 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device was discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a broken component in it. The port that the insufflation tubing hooks up to. Part of the plastic was broken off. It was not used on patient as issue was found prior to using. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a broken component in it. The port that the insufflation tubing hooks up to. Part of the plastic was broken off. It was not used on patient as issue was found prior to using. No patient involvement.

Manufacturer narrative:
Trackwise ID (B)(4). Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a broken component in it. The port that the insufflation tubing hooks up to. Part of the plastic was broken off. It was not used on patient as issue was found prior to using. No patient involvement.